Event description:
(B)(6) advia centaur (B)(6) results were obtained on two pt samples. Both the pt samples were (B)(6) for (B)(6) on the advia centaur. The laboratory practice is to confirm (B)(6) samples with the (B)(6) assay. The customer repeated testing for the pt samples on a different method and the results for (B)(6) were (B)(6). The results for the (B)(6) assay were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
Caller reported active s system blood glucose results: 1:47 pm 149 mg/dl 1:49 pm 161 mg/dl 1:50 pm 160 mg/dl 1:57 pm 82 mg/dl reported a second, separate comparison of blood glucose results of 13 mg/dl, 168 mg/dl and 148 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.